Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2021. Product type: catheter.other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-mar-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative regarding a patient with an implantable infusion pump receiving dilaudid (hydromorphone) with a concentration of 3mg/ml and a dose of 0.4mg/day. It was reported that patient still experiences her chronic pain, the environmental factors that have led or contributed to the issue was unknown. Medication and dose was changed by managing healthcare provider. Catheter was replaced and the issue was resolved at time of the report. The patient status at time of report was alive no injury.